Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced an unexplainable low blood glucose level of 47 mg/dl on (B)(6)2017. On the same day, they had a blood glucose level of 273 mg/dl and three hours later they had a low blood glucose level of 42 mg/dl. Troubleshooting was performed. The customer treated their low blood glucose with food. Additionally, the customer reported that they were experiencing blank display issues. When they put the battery cap on too tight, the insulin pump¿s screen would go blank. They would have to put many batteries until the screen eventually turns on. Troubleshooting was performed and the display returned. The customer also reported that the insulin pump was dropped but did not cause any damage. The customer will be sent a battery cap. The device will not be returned for analysis.